Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the device.

Event description:
Posterior spinal fusion was done for patient with scoliosis. Construct was from t3-l2. When surgeon final tighten the single-inner setscrew on the si monoaxial screw 6 x 40mm on the left t9 pedicle, the thread of the single-inner setscrew was stripped. Surgeon changed the single-inner setscrew to new single-inner setscrews. However 2 other single-inner setscrews was also stripped. Surgeon then changed the si monoaxial screw 6 x 40mm to a new si monoaxial screw 6 x 40mm. The single-inner setscrew was able to be final tightened on the new screw. When final tightening the single-inner setscrew on the si polyaxial screw 5 x 35mm on t4 left pedicle, the thread of the single-inner setscrew was also stripped. After changing the single-inner setscrew to a new single-inner setscrew, it is able to be final tightened on the screw. Patient consequence? No. Action taken for procedure:4 single-inner setscrew and 1 si monoaxial screw 6 x 40mm was replaced. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
(B)(4). . Visual examination of the set screw revealed that the threads were torn and peeled off completely. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on the single-inner setscrew cannot be determined. Noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.